Event description:
It was reported via a call from the cath lab rn to the clinical support specialist (css) at (B)(6) on (B)(6) 2013 that they had an intra-aortic balloon ((B)(4)) that kept alarming "purge failure" at start-up. They had already switched the pump out for another one and the rn needed help with calibrating the fiberoptix sensor (fos). The rn stated that the pump they were using was running w/o issues. The css first verified that the pump was running, but the pump was using the transducer. The iab was inserted through the sheath (insertion site unk) w/o issue. The fos light bulb was black with a blue background. The css explained to the rn that the pump was not recognizing the fos. The css had the rn disconnect the fos connector and cal key. The rn stated hearing a click and the pump did have audible tones; the light bulb was now blue. The css walked the rn through a fos map cal. The light bulb was now white and the fos pressures were matching the pressures from the central lumen. The css then tried to find out what happened with the first pump. The rn stated that there was a trigger and the iab was connected. The rn was not sure if the helium tank valve was open. The rn stated that they had already contacted the sales rep (sr) and the sr is going to come in with a demo pump and look at the original pump. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is stable. An update rec'd on (B)(6) 2013 stated per the sales rep a demo pump had been loaned to them on (B)(6) 2013 since the hospital did not have a backup pump and there were cases in progress in the cath lab when the sr got there.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.